Event description:
It was reported that during a holmium laser lithotripsy procedure for ureteral calculus, the fiber got fractured. Due to this, the procedure was completed using another device. There were no patient complications.